Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leaked past both o rings. The patient¿s blood glucose level was unknown at the time of the incident. Customer also reported plunger anomaly stating that whenever she tried to unscrew the plunger all of her insulin came out. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test and found reservoir with no leakage and no air bubbles anomaly when removing the plunger. Performed manual test and found plunger easy to release from stopper-plunger.